Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm during priming. Customer's blood glucose was 252 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process. Motor error did not occur more than once in thirty days. Insulin pump passed displacement test. During troubleshooting, customer disconnected and reconnected infusion set and reservoir and pushed insulin with plunger; insulin did exit. Customer was advised that problem may have been a connection issue. Customer was advised to monitor insulin pump.